Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of moisture/corrosion/liquid spill in the pc 2020 main back-plane board was found. The whole ventilator was returned for reparation. The visual inspection of the returned unit confirms the reported corrosion/liquid spill problem. The pcb (printed circuit board) was not further investigated since ingress of liquid/corrosive substance on printed circuit boards will cause failure/short circuits which might lead to a numerous of different ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The confirmed liquid damage is an indication that the device has been used outside the prescribed environmental conditions.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated multiple technical error codes indicating power errors while it was in the standby mode. There was no patient involvement. Manufacturer's ref.#: (B)(4).